Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode would not convert the induced ventricular fibrillation (vf) four times. The patient had to be externally rescued each time. It was noted that they did have difficulty inducing the patient as the rhythm would start and the break on its own. It was further noted that the patient was of larger stature and had a big heart and big chest wall. The physician believed that the s-ICD and electrode were in a good position. The device and electrode were attempted and not implanted. A transvenous system was implant a few days later. No adverse patient effects were reported.